Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. On (B)(6) 2011, a customer reported that the test would not start when a sample is applied to the test strip, as well as reporting readings of 59 mg/dl taken at 8:53pm on (B)(6) 2011, and 95 mg/dl (time and date unknown) that were lower than she felt. During the call, the customer mentioned a loss of consciousness that happened "about four months ago" at 2am on an unknown date. She indicated her husband gave her "orange juice and sugar" to counteract the event, but did not report any third-party medical intervention. The caller also stated that she received a letter from her doctor on (B)(6) 2011 with the results of a 24-hour creatinine clearance test, indicating that "her diabetes is affecting her kidneys", and "shows renal insufficiency." She stated she was "not aware she had a problem" until she received the letter from her doctor. The caller reported that "her meter has been reading low for last 6 months", and mentioned "urinary tract infections within last 6 months, when meter was reading low." The caller did not provide any readings related to these events.

Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010. This is an initial report. The product(s) have been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of the event is unknown. The date reported is the date abbott diabetes care became aware of this issue.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (45001a788) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.